Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the #7 balseal connector was deformed. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because it is the closest code available with respect to this event.

Event description:
A manufacturer representative reported that the implantable neurostimulator (ins) was defective. During an impedance check at devic e implant they found high impedances of over 10,000 ohms in the 0 through 7 electrode port. They removed the lead, wiped it off, and seated it again. The second impedance check found the impedances were still greater than 10,000 ohms. At this point they removed both leads, wiped them off, switched ports, and reseated them. Electrodes 0 through 7 were still showing greater than 10,000 ohms. The impedance test was repeated at a higher voltage and all electrodes 0 through 7 were greater than 4,000 ohms. The doctor noted that it felt like there was something blocking the port and keeping the lead from sliding all the way into the port. The leads were tested in a multi-lead trialing cable and the impedances were all normal. A new ins was used and all of the impedances were normal so the original ins was not implanted. There were no patient symptoms reported. The issue was considered resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.